Event description:
It was reported the pt's scs ipg has no output and will not charge. F/u is pending.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.